Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted. An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the damage and replaced the required parts. The equipment was repaired and verified according to the original equipment manufacturer's instructions. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes the user impacting the device with a hard object. The IFU contains the following statements that may help detect the reported event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. -the lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. Service has not yet been completed. This complaint is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor had a broken handle piece and one of the gray connectors in the tub is damaged. The customer reported the damage was discovered during reprocessing. The customer reported the equipment is inspected prior to use and the previous preventative maintenance performed before this month ((B)(6) 2021) was in february 2020. As reported, there was no patient harm or impact to patient care due to this occurrence.